Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose of 450 mg/dl. Customer's mother stated that they had issue with kinked infusion set that lead high blood glucose and next day insulin pump gave change sensor alert. Insulin pump will not be return for analysis.